Event description:
Same case as MFR report #: 6000089-2007-01257. Clinical trial. It was reported that 326 days following a coronary artery drug eluting stenting treatment procedure, the pt developed in-stent restenosis. The pt presented for initial treatment with an acute myocardial infarction. Two taxus express2 drug eluting stents (2.75 x 24 mm and 2.75 x 12 mm) were placed in the mid lad (left anterior descending). The pt presented 326 days following the index procedure with chest pain after physical exertion. A bicycle stress test showed no signs of significant ischemia. The in-stent restenosis of the mid lad was treated with re-pci and was reported to be resolved. The investigator reported this event as possibly related to the device. The pt was taking asa and plavix at the time of this event.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A full review into the manufacturing history record for this device confirmed that the device met its material, assembly and product specifications at the time of its release to distribution. The root cause of this event is unk.